Manufacturer narrative:
One brk transseptal needle was received for evaluation. The brk needle had been partially fractured and detached at its distal end. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the partially fractured needle remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis.